Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units. There was no reported impact to the customer's blood glucose (bg) levels. The customer indicated that their supplies would be change and declined further assistance.